Manufacturer narrative:
We checked the returned unit and confirmed that the air pump air feeding as defective. Based on the result, we concluded that it was caused due to the excessive shock applied on the air pump. In addition, we confirmed that the air pump weak, the xenon lamp malfunction, the control panel worn out, the scope connector mechanical unit worn out, the power switch defective, and the cable defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air pump failure.